Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient experienced urinary incontinence with an artificial urinary sphincter (aus) due to urethral atrophy related to cuff size. Physician performed troubleshooting actions, however, issues were not corrected. Therefore, the aus was removed and a new device was implanted. No additional information was reported.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient experienced urinary incontinence with an artificial urinary sphincter (aus) due to cuff sizing issues and urethral athrophy. Physician performed trobleshooting actions, however, issues were not corrected. Therefore, the aus was removed and a new device was implanted. No additional information was reported.